Manufacturer narrative:
Retainer ring = black. On 10/21/2021 the customer reported a pump error 43. Inserted a test p-cap into the retainer ring, and it locked in place properly. Unit passed self test; it failed rewind test. During motor rewind, the unit returned a pump error 38. Unable to perform the displacement, prime/seating, basic occlusion, force sensor, and occlusion tests due to the recurring pump error 38. Thus software was utilized and uploaded trace/history files properly. The adapt tool confirms that pump error 38 occurred @ (B)(6) 2021 20:12:24.000, (B)(6) 2021 20:14:15.000, and (B)(6) 2021 20:16:42.000. The case was cut open. After visual inspection, there is a dark brown substance on the home motor switch. In summary, the customer¿s report of a pump error 43 was confirmed by the unit's history file. The pump error 38 is due to moisture damage on the home motor switch. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump showed pump error. Customer was able to clear the alarm but unable to complete insulin pump rewind. No harm requiring medical intervention was reported. Insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.